Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the shoulder, the black piece at the end of the unit appeared to be shaved off. It was further reported that the doctor utilized a second unit from the same lot and the white piece at the end of the unit showed signs of wearing. The procedure was completed without any adverse consequences to the pt.